Event description:
The pt presented to ER because he was shocked. Magnet application in the ER did not suspend detection and therapy delivery. The pt was shocked 30 times and this device was explanted.